Event description:
It was reported that after the pump was implanted the "programmer crashed" when an update of the pump from "shelf state" was attempted. The pump was interrogated successfully "one more time" and continued to indicate shelf state. When another update was attempted "telemetry invalid, reposition head" messages were received. Troubleshooting was attempted without success, including the use of two new programmers. The pt was admitted to the hospital and given a pt controlled analgesia for pain. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).